Event description:
It was reported that during a laparoscopic gastric bypass, the device fired properly on the first firing. During the second firing the device closed and fired. It stapled but did not cut. The device would not open even after using the release button. A grasper was used to slide the device off the tissue. The surgeon did this by manipulating the jaws open. The jaws still could not be opened. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.